Manufacturer narrative:
According to the facility on 12/6, the foley was placed at 0538am after epidural placement. The ballon was filled and yellow urine returned in the bag. Two hours later when patient was checked, the foley catheter was laying in the bed. The rn inspected the foley and noticed a split in the tubing where balloon and tubing meet. No product was left in the patient. The foley was in place approximately two hours before the issue was discovered. The catheter had to be replaced. The customer stated there was no serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/6, the foley was placed at 0538am after epidural placement. The ballon was filled and yellow urine returned in the bag. Two hours later when patient was checked, the foley catheter was laying in the bed.